Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the power switch needed to be replaced, substance having spilled on power switch, the connecting socket locking mechanism did not connect the scope video connector properly, the locking feature was defective, image was lost. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device's picture input connector was broken. There was a damaged (bent) pip on the front connector. Because it was bent, they could not connect the cable to the front of the processor. There were no reports of patient involvement.